Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The battery pins were observed to be loose. The battery pins were replaced and connections secured to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.